Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the physician attempted to implant the lead but was unable to find a stable position in the vessel. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.